Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 399930, lot#: v002755, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 399930, serial/lot #: (B)(4), ubd: 20-jan-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. It was reported that their old leads had failed. The patient stated that those leads were replaced. It was unknown when the issue occurred. No patient symptoms were reported and there were no complications. Indications for use are non-malignant pain and complex regional pain syndrome type I.